Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of event was not reported. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with amikacin (dose, route, frequency and duration were not reported) for the event. Twenty days after the event onset, the patient recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.